Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. External visual inspection of returned material revealed exposed wire to right ang ext cable. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. No software malfunctions or anomalies were observed. Patient data back-up performed without errors using returned gsm modem. A golden right ang ext cable was used for performance testing due to damage to the one returned. The unit powered on successfully in conjunction with golden right ang ext cable with the power supply connected directly to it. Unit passed diagnostic tests. Complaint of ¿the unit would not power on¿ confirmed. Unit determined to have power malfunction due to damage to right ang ext cable.

Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.